Manufacturer narrative:
One vial of test strips lot 39190712 and 2 vials of test strips lot 42400811 were returned. The returned test strips were measured on reference meters with a high level control sample. Testing results (qc range: 2.5 - 3.1 inr): (lot 39190712), qc 1: 2.9 inr, qc 2: 2.8 inr, qc 3: 2.8 inr. (Lot 42400811) (vial number: 70711/ vial number: 70778) qc 1: 3.1 inr/ 3.0 inr, qc 2: 3.0 inr/ 3.0 inr, qc 3: 3.1 inr/ 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek test strips. No error messages occurred. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek pro ii meter serial number (B)(4) compared to a laboratory result using an unknown method. The times between results and the therapeutic ranges, for all 3 patients, were not provided. Results from patient #1: the meter result was >8.0 inr. The laboratory result was 5.6 inr. Results from patient #2: the meter result was 4.7 inr. The laboratory result was 3.4 inr. Results from patient #3 the meter result was 5.2 inr. The laboratory result was 3.4 inr.